Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6): product type recharger. Analysis of the recharger, model 97755, s/n (B)(6) found recharge antenna frayed - cable insulation is peeling away at donut end and wires are exposed, recharge antenna failure - no device found message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having multiple issue that began more than a couple of months ago. Patient stated they were not able to charge their implant because they weren't getting good quality. Agent had pt check recharger, pt stated cord is frayed and getting hot, and they noticed that today during call. Pt reported recharging belt has been broken for months. Patient also stated the controller was not holding a charge and draining quickly for couple months . During the call patient service walked patient through removing the battery pack and plugging controller into the ac power supply cord; patient confirmed controller powered on. Patient inserted the battery and confirmed controller was flashing green and saw no device found. Agent heard pt saying in the background that battery door doesn't sit right. The issues were not resolved. An email was sent to the repair department to replace the recharger, li battery pack, and recharging belt. Pt mentioned previous replacements. Lastly, pt mentioned implant battery is discharging too fast and that issue has been going on for more than two months. Pt has MRI scheduled on sunday, and mentioned other pain management hcp.no symptoms were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.